Event description:
Radiometer complaint ref. (B)(4). According to the complaint, on june 20, 2025, at 10:00 am, the abl90 flex analyzer malfunctioned. An engineer was contacted to inspect the device on-site, and it was diagnosed that the oxi module was faulty. After replacing the spare part, the analyzer returned to normal operation. There were no alarms for calibration and qc and the analyzer did not display as unavailable before the customer checked the sample. Then the customer loaded the sample for testing, and the instrument displayed the test result along with error code 0581 (oxi spectrum mismatch).

Manufacturer narrative:
Investigation of the data logs show that the optical system is functioning normally. Errors in logfiles indicate potential clots, as issues are only related to blood samples, and not blank calibrations. This also explains the errors apparent in the patient logs. But the exact root cause cannot be determined.